Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the surgeon fired the instrument three or four times. After firing, the jaws of the instrument would not open. They managed to force the jaws open and remove the instrument, but the firing handle would not return to its normal starting position. After the handles were forced open, it was discovered that the instrument had stapled but had not cut the tissue. Another instrument was opened to complete the procedure without further incident. There was no patient consequence.